Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that support was withdrawn and pt died within minutes of withdrawal. He came in with elevated white blood cell count (wbc) and bloody stool. The hosp could not find anything bleeding and no real source of infection. The pt was taken in for gallbladder removal. The pt initially did well but started to develop liver failure, renal failure and eventually multi system organ failure. An autopsy that was performed could not identify the cause, other than a large right heart.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.